Manufacturer narrative:
On january 12, 2021, mentor became aware the product reported returned as the right side device on 12/14/2020 for manufacturer¿s report number 1645337-2020-15599 did not pertain to that event/complaint under manufacturer¿s report number 1645337-2020-15599 but was actually a device that belongs to this complaint manufacturer¿s report number 1645337-2020-15235. On 2/5/2021 , the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the sal smooth rnd diap 300cc breast implant was found to be deflated. A tear is extended approximately 13.8 cm from the anterior to the posterior view. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(6). (B)(4).

Event description:
It was reported that a mentor smooth round moderate profile 300cc saline breast prosthesis deflated intra-operatively. There was no report of any patient consequence or any adverse event. Subsequently, a new mentor smooth round moderate profile 300cc saline breast prosthesis was used in place of the deflated implant on the left side.